Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a third party service organization tested a tec 6 plus vaporizer and noted that, at flows above 5 lpm, there was a restriction in the flow of oxygen. There was no report of patient involvement.